Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4) (the MFR) and (B)(4) (the imp). (B)(4). The pump has software version 686g030102. (B)(4). The pump operated within specifications. In a follow-up call with the facility, the reporter confirmed there was no adverse reaction associated with this complaint. The nurse visually noticed the underinfusion shortly after the run. The reporter confirmed that the set was loaded correctly. The reporter also stated that she could not confirm the time of the incident; however, she did confirm that the incident had occurred on (B)(6) 2013. The pump's operational log was reviewed. Per the log, the last day the infusion activities took place was on (B)(6) 2013. These two days were used for log review.

Event description:
(B)(4).